Event description:
It was reported that the user experienced a low blood glucose concern after announcing larger meals than the actual carbohydrate amount, indicating incorrect meal size entries and resulting in inappropriate dosing; user education on correct meal announcement was provided and troubleshooting was completed, and no device alerts were reported. Symptoms included a lowest reported blood glucose of 80 mg/dl without clinical sequelae. Outcomes included self-management with cookies, no need for assistance, and no medical intervention or hospitalization. Investigation included review of meal announcement history and user education. Investigation of this case revealed user misunderstanding of meal announcement leading to incorrect meal size reporting, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.